Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. The following parts were proactively replaced on the device: blower assembly and muffler assembly.